Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited out of range pacing impedances on a competitor's right ventricular (rv) lead. The measurements were reported to be greater than 2,000 ohms. Additional information indicates that this lead was also exhibiting noise on the rv channel. The physician programmed the device to monitor only until the competitor's lead could be evaluated. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.